Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant, therefore the expiration date is not known. The devices are not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable devices not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2018, due to "increased tissue density and lack of compression due to the location of finding structure, this allowed for movement of the finding". "This resulted in additional samples being required which increased the risk of bleeding". The formation of a hematoma was noted immediately post procedure. Compression and a pressure dressing were applied to the hematoma. No further medical intervention was needed and the patient was discharged home.